Event description:
Philips received a complaint on a patient information center ix indicating that the nurse saw a vtach alarm on the pic on the unit at 0734, but the tele tech reported they had not heard the red alarm sound. It was confirmed that other alarms are able to be heard from the host as expected. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote review of clinical audit logs. The results of the analysis confirmed a vtach alarm was generated on the tele device and the piic unit at 07:34:27 and was acknowledged on the piic unit at 07:34:39. The alarm function was confirmed to be working as intended. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the alarm was acknowledged at the piic within seconds of being displayed. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.